Event description:
Complainant alleged that while attempting to charge during the incoming inspection of the product after a repair was performed, the device shut off and would not turn back on. The problem occurred while the unit was plugged into a/c power. The complainant indicated that there was no pt involvement in the reported failure.